Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The a manufacturing record evaluation was performed for the finished device number lot 31459775l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. In a procedure using the biosense webster, inc. (Bwi) product (thermocool smarttouch sf), a cardiac tamponade occurred. The procedure was continued with the reported product, and drainage was performed after performing pulmonary vein isolation (pvi) on both sides. Patient did not require extended hospitalization. The patient fully recovered and has been discharged from the hospital. During the procedure, respiratory contact force (cf) values of over 120g were observed. The timing at which high cf values were recorded was between 30 and 60 minutes after insertion into the cardiac cavity. The physician's opinion on the relationship between the event and the product was difficulties with respiratory management. There was a possibility that a cardiac tamponade occurred when the cf increased in the auricle of left atrium. Procedural activated clotting time (act) was 200-300. No evidence of steam pop. Transseptal puncture was performed. The force issue is not MDR reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).